Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 2 feb 2015 - added pain as a reason for revision and added stem and sleeve products.

Event description:
Litigation alleged the patient was injured by excessive blood levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
Litigation alleged the patient was injured by excessive blood levels of chromium and cobalt as a result of the implanted asr hip. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/18/2015 - ppd with medical records received. Patient revised to address metallosis. Upon revision, effusion, blood tinged clear synovial fluid, and grayish brownish staining of the synovium were noted. The information received does not change the MDR decision. This complaint was updated on: 03/26/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.